Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the ratchet spring is missing and was not returned. The device is not functional. The most likely cause for the reported failure can be attributed to user error.

Event description:
It was reported the ar-7800 fibertape cerclage tensioner is broken.